Event description:
Blood glcuose readings was erratic with results of 480, 201, 232, and 168 mg/dl all performed back to back within 10 minutes of each other. It was reported customer felt low at the time however no actions were taken and no treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.